Event description:
Bags are leaking around additive port where it meets bag. Hosp has pulled all the lot number and returned them to co for inspection. Hosp had 7 bags leaking, two partial filled and 13 each returned.